Event description:
(B)(6) states the original wicks caused mom/pt a uti and bleeding- processing refund per (B)(6). It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. Fa will send bio box. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.